Manufacturer narrative:
The lead was repositioned and acceptable measurements were maintained. The available information suggests this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that one day post implant, the patient implanted with this implantable defibrillation lead experienced chest pain. All lead diagnostics were acceptable, however a perforation was suspected. The pocket was reopened and a perforation could not be confirmed. No adverse patient effects were reported.